Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that the patient underwent removal of sling, cystoscopy, and urethrolysis on (B)(6) 2008 due to urinary retention and postoperative voiding dysfunction. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly this is one of two medwatches being submitted. See also medwatch 2210968-2012-06004. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).